Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements over the past year. Additionally, there was a previous episode of rv noise, oversensing, and inappropriate anti-tachycardia pacing (atp). No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).